Event description:
It was reported that a progav 2.0 (#fx410t) was implanted combined with a prosa (#fv701t) and a shunt assistant (#fv252t) during a procedure performed on (B)(6) 2020. According to the complainant, the valve caused an underdrainage. The patient underwent a revision procedure. The complainant device was returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure. Age: 34 years height: 160 cm weight: 65 kg gender: female same event as medwatch#3004721439-2023-00356 and #3004721439-2023-00357.

Manufacturer narrative:
Investigation: visual inspection: during the investigation, no abnormalities were determined. Permeability test: a permeability test has shown that the valve is permeable. Computer controlled test: to investigate the claim of under-drainage, the opening pressure is measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. The valve is tested in the horizontal position. The results show that the valve operates within the accepted tolerances in the horizontal position. Adjustment test: the progav 2.0 was tested and is adjustable to all specified pressures. Braking force and brake function test: the brake functionality test has shown that the brake function is fully operational and the braking force is within the given tolerances. Internal inspection : after dismantling, no deposits were found in progav 2.0. Result : based on our investigation results, we cannot determine a functional deviation or other abnormalities. The cause of the aforementioned functional impairment is not known to us at the time of the examination. We can exclude a defect at the time of release. The valve met all specifications of the final inspection when released from (B)(6) gmbh & co. Kg. No further regulatory actions are required from our point of view.